Manufacturer narrative:
Additional information: only the connector segment of the lead was returned for analysis. Visual and x-ray examinations did not reveal any anomalies on this piece. Electrical tests that could be performed on this piece did not find any discontinuities or shorts on any conduction paths and hi-pot tests passed between conductors.

Event description:
Related manufacturer report number: 2017865-2017-34484. During a follow-up, there were episodes of noise on the right atrial (ra) and right ventricular (rv) leads. An explant procedure was performed. During the explant procedure, the leads were unable to be removed, so the leads were cut near the suture sleeve and explanted. When the leads were cut, there was suspected corrosion on both leads. The patient was stable.